Event description:
It was reported that the cot was placed in a sitting position and pt was placed on the stretcher. After lifting the cot to a higher position, the cot was released and allegedly after a second, the cot fell to the floor. The paramedic allegedly injured his back during the incident. The technician inspected the cot on 11/29/2007 and could not recreate the event. The customer indicated to the technician that no preventative maintenance had been performed on this cot.